Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-29 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient had severe aortic stenosis. A pre-dilation was performed using a 22mm balloon. The first deployment attempt resulted in a dislodge, therefore the valve was recaptured. Computed tomography (CT) showed that the patient had a hypertrophied left ventricle. The second deployment attempt was made with a relieved wire and fast pacing; however, the valve was positioned too high and was recaptured again. The third deployment attempt, under rapid pacing, was successful. Subsequently, the team waited for 10 minutes. Due to the fact that the valve remained stable, the team decided to deploy the valve fully. During the retrieval of the delivery catheter system (dcs) nose cone, the wire was centralized. The nose cone was retrieved. During retraction, the valve dislodged. A second valve (26mm sapien) was implanted. No additional adverse patient effects were reported.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient had severe aortic stenosis. A pre-dilation was performed using a 22mm balloon. The first deployment attempt resulted in a dislodge, therefore the valve was recaptured. Computed tomography (CT) showed that the patient had a hypertrophied left ventricle. The second deployment attempt was made with a relieved wire and fast pacing, however the valve was positioned too high and was recaptured again. The third deployment attempt, under rapid pacing, was successful. Subsequently, the team waited for 10 minutes. Due to the fact that the valve remained stable, the team decided to deploy the valve fully. During the retrieval of the delivery catheter system (dcs) nose cone, the wire was centralized. The nose cone was retrieved. During retraction, the valve dislodged. A second 26mm non-medtronic valve was implanted. No additional adverse patient effects were reported. Additional information was received to report the deployment starting point was at the bottom line of the pigtail catheter. The implant depth of the valve was 3mm on the non-coronary cusp and 2-3mm on the left coronary cusp. The valve dislodged aortic and was above the aortic annulus and stopped in the sinotubular junction. It was also noted the guidewire used during the procedure was a non-medtronic device.

Manufacturer narrative:
The eval code method for the dcs was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: five static images and nine media files were provided for review. Images from the computed tomography (CT) scan was provided for anatomical review. Patient¿s annulus perimeter measured 75.2mm with a perimeter derived diameter of 23.9mm suggesting a 29mm evolut. The aortic annulus had focal calcification extending to the left ventricular outflow track. Fluoroscopy valve load inspection was provided for review and confirmed a good load. A pre balloon aortic valvuloplasty was performed prior to the implant attempt. It was reported that multiple recaptures were performed, and the valve was deployed on the third deployment attempt. The valve was released and appeared to be stable. It was reported that the valve dislodged aortic after retrieval of the nose cone. Nose cone removal was not captured and provided for review. Of note, medtronic recommends caution while withdrawing the delivery catheter system to minimize interaction with the evolut frame. Subsequently, a second non-medtronic valve was implanted. As stated in the instructions for use (IFU), potential risks associated with the implantation of the evolut fx bioprosthesis may include, but are not limited to, the following: prosthetic valve migration/embolization. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.